Event description:
It was reported the patient experienced a loss of therapeutic effect. The stimulation has not worked since 2004. The patient had back surgery at that time. The patient had attempted to turn the stimulation off and on during the years but had not received therapeutic benefit. The implant was to target the lower back and bilateral legs. Initial impedance readings were unable to be obtained. It was determined the settings needed to be increased. The settings were increased to 3 volts/450 pulse width. The patient felt stimulation in the left rib area. Testing was cancelled. It was only possible to get contact 0 (1748 at 23amps) and one bipolar pair. The patient felt stimulation in the hip area and up to the abdomen but no coverage of the lower back or leg area. There was no known trauma associated with the onset of symptoms. Further troubleshooting was being considered. Additional information received indicated reprogramming was performed but the only coverage obtained was in the left rib cage. The patient was being referred to another pain specialist. The system was later explanted and replaced. Following the replacement the patient was getting excellent coverage and relief.